Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per spec due to high readings. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of cal error and change sensor alarm. The customer stated that the sensor started reading low in the 40s mg/dl and his blood glucose was around 95 mg/dl. When he calibrated, he received a cal error. The customer continued to get low alerts and the sensor glucose kept dropping. The customer stated that the transmitter did not flash.